Event description:
Additional information received reported that the outcome was resolved without sequelae on (B)(6) 2014.

Event description:
It was reported there were impedances greater than 10,000 ohms on electrode 7. No signs or symptoms were reported and no action had been taken. The event was ongoing and noted as not related to implant procedure and not applicable to device or therapy.

Manufacturer narrative:
Upon return of the implantable neurostimulator (ins) analysis found no anomalies. The ins passed all functional testing in the laboratory. No anomalies were identified. There was good stable output on all electrodes.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device was explanted per patient request at study closure. The outcome was recovered without sequelae. The cause of the high impedance was not determined.

Manufacturer narrative:
Concomitant medical products: product ID 3777q45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3777q45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient did not have a clinically undesirable experience. The device deficiency was that electrode #9 had impedances greater than 10,000 ohms. The outcome was ongoing with no further actions needed. Interventions included reprogramming. Diagnostic methods included device interrogation which showed that electrode 9 impedances were greater than 10,000 ohms.